Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery dropped from 50% to 5% after being connected to a power source. There was no impact to the customer's blood glucose level. Reportedly, the customer will continue to use the pump for insulin therapy.